Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: vanguard ssk interlok femoral component, catalog #: 183328, lot #: 997850. Vanguard ssk tibial bearing, catalog #: 185102, lot #: 407200. Biomet cruciate tibial tray, catalog #: 141236, lot #: 271080. Biomet splined knee stem, catalog #: 141658, lot #: 313490. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05005, 0001825034-2017-05006, 0001825034-2017-05011, 0001825034-2018-00957.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient is experiencing pain, loosening, and instability that started approximately a year ago. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of complaint history determined no further action(s) is/are required. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.